Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The pt was implanted with an ams monarc sling in (B)(6) 2008. It was reported that the pt underwent a "partial removal" of the product on (B)(6) 2011, due to sling erosion, pain and urinary incontinence. The sling was implanted to "treat her pelvic organ prolapse and/or stress urinary incontinence." It was reported that "as a result of having the products implanted", the pt has experienced mental and physical pain and suffering, has sustained permanent injury, permanent physical deformity, has undergone and will undergo corrective surgery or surgeries, and other injuries.